Manufacturer narrative:
Sample collection and centrifugation data were not provided. Bci field service engineer (fse) performed glucose modifications. A clear root cause in unknown.

Event description:
A customer reported to beckman coulter inc. Of obtaining one (1) erroneous glucose (glucm) result of 79 mg/dl, generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous result was not reported out of the lab. The sample was retested and an alternate instrument which yielded 84mg/gl. This result was reported out of the lab. Patient treatment was not affected as customer runs samples in duplicate mode and verifies the result prior to reporting.